Manufacturer narrative:
The reporter's test strips were requested for investigation and replacement product was sent to the reporter. Test strip retention samples passed the internal inspection. The reporter's test strips were provided for investigation where they were tested using retention meter and controls. Testing results (qc range = 2.2 ¿ 3.4 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. UDI number = (B)(4).

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs professional meter serial number (B)(4). At 9:02 a.m., a sample from the patient was tested using the meter, resulting in a value of 1.5 inr. When collecting a sample from the patient for the measurement, the reporter stated the first drop of blood was wiped away and the second drop was applied to the test strip. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.3 inr. Medical decisions were made based off of this value. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing interval is bi-weekly.